Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away due to an unknown cause. The pt died at home and was reported to have been connected to the hc device at the time of death. It is unknown if an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the reported event of death was not matched to this device until after the device had been serviced, a complete device analysis could not be performed to investigate the reported death. However, a review of the device and service history records showed no abnormalities that could cause or contribute to the reported event. The device passed the homechoice return instrument test evaluation (rite) electrical test and the rite functional test. A review of the event history log was performed and showed no malfunctions or failures that could have caused or contributed to the death. Upon conclusion of the investigation, the direct cause of the reported death was undetermined. Should additional relevant information become available, a follow-up report will be submitted.